Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the integreated circuit had mud cracking residue anomalies.

Event description:
It was reported that, since implant, the patient was having a difficult time getting more than two bars when trying to charge. The implantable neurostimulator (ins) was easily palpable but might have been slightly tilted in the pocket. All different positions and spacers had been tried. It was noted that a new recharger antenna was requested three months prior to explant. It was further reported that a device tilt was confirmed via palpation. Additional information reported the patient¿s ins was explanted and replaced. It was stated the patient experienced ¿coupling issues¿ and ¿telemetry/interrogation issues.¿ it was noted an overdischarge was ¿suspected¿ ¿due to the inability to recharge¿ the ins. It was further noted that a physician mode recharge (pmr) had not been performed and the number of overdischarge was unknown. X-ray results indicated the patient¿s ins was ¿properly placed and not flipped¿ prior to explant. It was noted that on the day of explant, a physician programmer was unable to interrogate the ins. It was additionally noted there was a ¿possibility¿ the ins was deep in the pocket. Additional information stated the patient was receiving effective therapy following the replacement procedure. A supplemental report will be submitted if additional information is received.

Event description:
It was further stated that the patient had no injuries from the replacement surgery and recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37791, serial # unknown, product type recharger. (B)(4).